Event description:
The customer reported that when an exposure is made, the images are "deep black and are not displayed at all". The fse noted system functionality was recovered after a reboot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.